Event description:
The customer reported to olympus the evis lucera duodenovideoscope forceps had cuts on the forceps wire. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive part of the lighting lens has come off. There is a gap in the adhesive part of the tip or dirt has entered the inside of the lens through the gap, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps wire had cuts due to external factors. Upon further inspection it was observed that there was a gap in the adhesive or dirt has entered the lens through the gap due handling. It was also observed that the tip body adhesive was discolored due to handling. It was observed that the bending angle was insufficient due to elongation of the angle wire. Also, the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was observed that the insertion tube had wrinkles due to external factors. It was also observed that the curved rubber adhesive was missing. It was observed that the watertightness of the cleaning tube attachment mouthpiece was not maintained, due to external factors. It was also observed that the air and water nozzle was deformed due to external factors however, likely due to tip collision. It was observed that the suction cylinder was scraped due to external factors. Paint peeling was observed on the suction cylinder and on the cylinder of the air and water supply. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, tip cover, tip body, operation part, switch box, operation unit cover, up-down knob, up-down angle fixing lever, right-left knob, the grip, universal cord, scope connector and, on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens glue peeled off due to repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.